Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified during evaluation. A review of the device log shows the device was notifying a unit failed message beginning 6 months prior to the device being deployed on a patient that was not addressed. The analog board was replaced to remedy the report, but root cause is related to following zoll reommendations for operational readiness. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device prompted a "unit failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.